Event description:
The customer reported that during a in service training session the cs300 was unplugged to demonstrate the battery operation mode and the pump shut down. No pt was involved.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The customer personnel checked the unit and found that the batteries are not lasting the full 2.5 hours as stated in the specs. The batteries in this unit are not operating within specification. Customer ordered new batteries for this unit. Note from the customer: there was no pt incident associated with this, as the unit was just being used for training when the condition was noticed and has not/nor will not be used on a pt until the new batteries are installed. A supplemental report will be submitted if additional info becomes available from the customer. (B)(4).